Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Correction # 2531779-03/24/2010-003-r.

Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the pump has sometimes had low prime volumes. The patient reportedly does not manually prime the tubing prior to cartridge insertion. This report is being made based on the allegation that the prime volume is lower than expected, which may indicate a load step malfunction.